Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to recurring incontinence. The cause of the incontinence was urethral atrophy. The existing cuff was explanted and replaced with a new 3.5 cm cuff. After this surgery, the patient was better and dry. The patient outcome following this surgery was okay.